Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The service engineer reported, when completing field service actions found safety disc expired and motor sounds very loud. Notified customer that motor should be checked and safety disc replaced before use on patient. Event occurred while during in service test by company representative. There was no patient involvement, therefore no adverse event was reported.